Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient has a history of congestive heart failure, coronary heart disease, hyperlipidemia, hypertension, previous peripheral rev ascularization and renal insufficiency. During index procedure an in.pact av access paclitaxel eluting balloon catheter was used to treat the left anastomosis. Approximately 23.5 months post procedure the patient suffered shunt dysfunction (avf stenosis) and was treated with medication and revascularization of the anastomosis (target lesion) using a medtronic pta balloon. Patient recovered. Investigator and sponsor assessed event is not related to device, procedure or paclitaxel.